Event description:
The manufacturer received information that a trilogy evo ventilator was alarming for ventilator inoperative. There was no patient involvement, and no harm or injury reported. The nursing facility reported they were unable to power off the device to stop the alarm. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.